Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: (B)(4). Model: sc-2218-70. Serial: (B)(6). Batch: 2000007265. Product family: scs-linear leads. Upn: (B)(6) model: sc-2218-50. Serial: (B)(6). Batch: 7092506 / 7097380.

Event description:
It was reported that the patient had a fractured lead, which was confirmed via x-ray.

Event description:
It was reported that the patient had a fractured lead, which was confirmed via x-ray. Additional information was received that the leads also had high impedances. The patient underwent a lead replacement procedure and there were no reported complications postoperatively. No further information could be obtained despite good faith efforts.